Manufacturer narrative:
This report is being amended to reflect changes. This device is used for treatment. Visual inspection of the returned tibial component identified scratches on the finished surface and foreign material covering approximately half of the tm. The tm posts had also been cutoff. Review of the device history records for the tibial component did not identify any deviations or anomalies. A product history search identified no other complaints for the part and lot combination of the tibial component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A field action was conducted on (B)(6) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
A product history search identified no other complaints for the part and lot combination of the tibial component. Primary operative notes indicate range of motion and stability were excellent throughout with well-balanced gaps and acceptable patella tracking. No intraoperative complications were noted. Operative notes from the revision surgery indicate aseptic loosening of the tibial component. One of the pegs was noted to have complete bone ingrowth, but the other was noted to have all fibrous ingrowth.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a revision due to pain and loosening of the tibial component.